Manufacturer narrative:
The reported device was not available for physical evaluation. Unable to determine root cause or conduct trending analysis. However, the hcp stated that the leak was from a crack in tubing at the port. There was some sort of compression outside of the tubing that caused the band tubing to deteriorate and develop into a leak. No further action to be taken unless the reporter or surgeon responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint could not be reviewed as the lot number was not provided. Limited investigation does not lead to a clear conclusion about the cause of the reported adverse event. Note: the company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided by the reporter. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided. Note: only the year for the implanted date was provided by the reporter.

Event description:
Ap small band was implanted in 2010. The port has a link that was confirmed (B)(6)2024 when the patient reported sudden increase in appetite. Patient had a port revision and retrofit with 2.0 flex the first week of (B)(6) 2024.